Manufacturer narrative:
(B)(4). Batch # unk. Device received, evaluation not completed.

Event description:
It was reported that during a pneumonectomy, a motor sound was heard a second but then the knife stopped moving forward. The knife reverse switch was used to release the device. The device was used on the inferior pulmonary artery. The staples were not deployed or the knife did not cut the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/23/2022 d4: batch # 181a39 h6: component code =g06 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.